Event description:
Registered for replacement bipap from philips for my recalled respironics dreamstation and waited for a response; none came. I called them at (B)(4) on at least 3 different occasions (B)(6) 2022, (B)(6) 2022, (B)(6) 2023) and was told that I would be contacted by my dme provider, but my original provider of the bipap says they have not heard from philips nor could they deliver the replacement because I now live in another state. Philips would not tell me who they have as my dme on file. Deadlines come and go and there is no progress: (B)(6) 2022 was the "final" deadline, then (B)(6) 2022. Non-smoker, occasional alcohol (4/mo).